Manufacturer narrative:
The primary di and production identifier of lot number were not available from the consumer. The consumer did not have the package. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Report 1 of 2. Consumer reported that during insertion of an unspecified number of regular absorbency tampons, the tampon applicator fell apart and left the plastic tube inside her body. She received assistance from her boyfriend to remove the applicator from her vaginal cavity. She did not required medical attention and she did not report any adverse health effects.